Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as to an unidentified (tear) opening (no shell thickness due to opening is under plug strap). Additional observations: no other observation observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.